Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided on the attached questionnaire, which indicated an approved cartridge was used with an approved handpiece with two viscoelastics; however, only one of the viscoelastics is qualified for use with this combination. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. Additional details indicated an unapproved viscoelastic was used. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported that after intraocular lens (iol) implant surgery, a patient experienced seeing halos, glare and blurry distance vision. These symptoms were affecting the patient's activities of daily living. In a follow up, the surgeon reported the patient was experiencing large halos and glare at night. An unapproved viscoelastic was reported to be used during the procedure. Posterior capsule opacification was observed and a capsulotomy was performed.